Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer discovered insulin leaking passed the o-rings of the reservoir and into her insulin pump. Her blood glucose was 580 mg/dl at the time of reporting, which she treated with her insulin pump. She stated that she found no insulin in the reservoir or battery compartments, but wanted a replacement insulin pump. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. No dried substance on reservoir compartment noted. No moisture damage on electronics noted.